Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducials were administered prior to the patient's first course of radiation and the procedure was done under general anesthesia. Imaging was taken post procedure and it showed a rectal wall infiltration. 2cc of hydrogel was noted to be in the rectal wall. There were no patient complications reported as a result of this event. The physician was planning re-irradiation stereotactic body radiation therapy (sbrt), 34 gy/5 fractions.